Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and selftest. Insulin pump failed sleep current and active current test. Pump error due to connector resistance issue. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery less than one week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.